Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00107 on 25-mar-2024 and the first supplemental report on 27-mar-2024. Additional information (01-apr-2024): siemens reviewed the instrument data and determined that there were no issues with quality control (qc) and calibration. In addition to the service activities performed in the initial report, a siemens customer service engineer (cse) cleaned the pumps. Siemens further evaluated the event and concluded that the troubleshooting performed by the cse resolved the sample mixing and alignments issues. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 500 instrument. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate instrument. The repeat results recovered higher than the initial results. The repeat results were considered correct. The customer provided sample data for one patient sample to siemens. There are no known reports of patient intervention or adverse health consequences due to erroneous co2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 500 instrument. Quality control (qc) and calibration were valid on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. During this visit, the cse turned off the can boards; replaced the sample arm mixer, vertical horizontal belts/motors, vertical coupler, probe, and sample arm manifold printed circuit assembly (pca) board, adjusted sample probe, turned on can boards, auto-aligned integrated multisensor technology (imt) probe, and sample probe 1, which passed; replaced aliquotter probe, cleaned aliquotter touchpoints, auto-aligned aliquotter, and reagent shuttle 2, which passed; ran mixer diagnostic test for sample probe 1 and quick check, which recovered acceptably. Next, the cse accessed the customer graphical user interface (gui), added fresh qc vials, and ran qc panels, reset the result monitor, ran qc and calibration; next, the cse ran the imt mix test 12 times, which passed; turned off the can boards, replaced air knives, cleaner pumps, meter pumps, flush pumps, valves (3) of each arm, reagent arm 1, reagent arm 2, and sample arm 1, turned on can boards, primed all pumps and cleaners 40 times, adjusted vacuum levels, measured vacuum levels in aliquot drain, reagent arm 1, reagent arm 2 drains and sample arm 1 drain, which passed; measured air knife levels, which passed; ran a quick check; a dynamic fluid test, reran check 1 and calibration, which passed, ran 4 patient samples to compare with alternate dimension vista instrument, which recovered acceptably. The cause of the erroneous co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 500 instrument. The customer provided sample data for one patient sample to siemens. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate instrument. The repeat result recovered higher than the initial result. The repeat result was reported as a correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneous co2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00107 on 25-mar-2024. Additional information (26-mar-2024): the customer confirmed that the repeat result of 28 mmol/l was reported as correct result to the physician(s). Sections b5 and b6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.